Event description:
It was reported that a 405cc mentor memorygel boost breast implant ruptured during a breast surgery prior to being implanted into the patient. However, the surgery commenced without any reported delays and a new implant was used to complete the implantation. No reported adverse events or patient outcomes were reported.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 04, 2022, mentor completed a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a rupture measuring approximately 9 cm, extended from the posterior view to the anterior view. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A second product was received (lot-9760363). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Manufacturer's reference number: (B)(4).